Event description:
Customer reported hearing clicking and cracking noises when inserting cartridges and, upon inspection, discovered a crack in the pump's guard rail, which prevented proper cartridge loading. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.